Event description:
Meter name: one touch ultra, strip name: lifescan ot ultra, meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: symptoms of high sugar. A pt reported that they were involved in a car accident. Pt's meter allegedly was inaccurately low. The result on their meter was 155mg/dl. Customer had a mild stroke and did not remember much details. Treatment was unk. No further info has been reported.